Manufacturer narrative:
Trackwise # (B)(4). Corrected: manufacture site corrected to be suzhou, d4-UDI corrected to be (B)(4); updated: g7-type of the report is "follow up"; h2-follow up report for "additional information"; h6-type of investigation code. The investigation has been started since the complaint was received as following: 1. DHR review: the DHR of the reported lot 3000361204 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. 2. In the 12 months from event date 20-feb-2023 to 19-feb-2024, the occurrence rate is approx. 0.024% which is under anticipated rate. There¿s no similar complaint reported from this lot 3000361204. 3. The reported device was received on april 15th 2024, the following evaluations have been conducted: 1). Visual inspection: the reported device was visually inspected and no physical deficiency was observed, and no indication of adjusting or bending for the foot of the stabilizer was observed. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, the test result indicated sub-baffle can lift the weight and can keep at least 10s, which indicated suction is well performed. There is no abnormal indicated for the returned device based on the tests, the failure mode that customer reported was not confirmed. 3) customer feedback indicated the connection of the devices, and the vacuum source were working normal when the issue occurred. However, reviewing the feature of the foot for returned device indicated there is no bending or adjusting for conform to the feature of the heart. IFU suggested ¿gently shape the malleable stabilizer foot as desired to conform to the heart without bending the feet beyond 25 degrees in any direction.¿, it is probable that the suction foot was not well shaped to match with the heart during customer using, and resulted in suction abnormal. In summary, there is no manufacturing or product defect indicated to cause or contribute to the reported failure based on the evaluation. It is probable that the suction foot was not well shaped to match with the heart during customer using, and resulted in suction abnormal. The failure mode has been covered in risk management file, the IFU ¿warning and precautions¿ also requested to "perform the anastomosis only when the stabilizer foot is properly seated on epicardium and adequate stabilization of surgical site is achieved", so this failure mode will always be detected prior to using on a patient or during setup of the device, there is no impact to patient. So no fca is needed. The trending will be monitored continuously.

Event description:
On (B)(6) 2024, the hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction cup could not attract and fix the local heart tissue. After repeated adjustment, it could not be fixed, so a new cardiac stabilization system was replaced and fixed successfully. The operation continued until the end of the operation without causing any harm to the patient.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6) hospital. Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction cup could not attract and fix the local heart tissue. After repeated adjustment, it could not be fixed, so a new cardiac stabilization system was replaced and fixed successfully. There was not a procedural delay. The operation continued until the end of the operation without causing any harm to the patient.